Event description:
It was reported that this right atrial (ra) lead exhibited a loss of capture (loc). This is all the information provided, and additional information has been requested. The lead remains in service. Additional information received advised the ra lead was explanted and replaced due to the lead had become displaced. The explanted lead was discarded and will not return for analysis. The procedure was completed successfully without any patient complications. Outside of the revision, no adverse patient effects were reported.